Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing bruising and burn like irritation under all three therapy electrodes. The skin is open and bleeding. The patient also reported experiencing spasms in her upper back. There was no alleged device malfunction contributing to the irritation. Patient was prescribed burn cream ssd 1% silver sulfadiazine cream, cyclobenzaprine, a muscle relaxer and antibiotics by a physician. Follow up indicated that the irritations are healing. Patient had not used the muscle relaxer at that point, but would be trying it. Outcome of the spasms are unknown.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(6) has been completed. Upon investigation, the belt failed a therapy electrode recognition test. The cause for the failure was isolated to the pulse wires being pulled from heat shrink, shorting the solder joints together. The root cause for the strained cable was excessive force. No adverse events occurred from the defective electrode belt. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
During investigation of the electrode belt sn (B)(6) for an unrelated issue, a reportable malfunction was found. The electrode belt failed a therapy electrode recognition test. A us distributor contacted zoll to report that a patient was experiencing bruising and burn like irritation under all three therapy electrodes. The skin is open and bleeding. The patient also reported experiencing spasms in her upper back. There was no alleged device malfunction contributing to the irritation. Patient was prescribed burn cream ssd 1% silver sulfadiazine cream, cyclobenzaprine, a muscle relaxer and antibiotics by a physician. Follow up indicated that the irritations are healing. Patient had not used the muscle relaxer at that point, but would be trying it. Outcome of the spasms are unknown.